Event description:
The customer states they have a no in the auto registration column. The customer conducted a fiducle registration; upon review of the uncollected fiducle, all the points referenced the teeth. No fiducle points were found on the headset. The customer had the surgeon delete out all of the bad points and set four new ones on the headset. The surgeon was able to perform a fiducle registration, but the accuracy was off. The surgeon stated that the orientation was reversed; as he touched the right upper corner, it was displaying the bottom right area.

Manufacturer narrative:
(B)(4). The ge service rep found the headset, transmitter, scans all looked good. He conferenced the customer and the surgeon together and was still unable to resolve the issue. The surgeon stated that he was going to cancel the case until the scan issues are resolved. Improper scan protocol followed, patient positioning and teeth in scan is the main cause of their no registration message. The service rep instructed the customer to do a fiducle registration; upon review of the uncollected fiducle all the points referenced the teeth. No fiducle points were found on the headset. He had the surgeon delete out all the bad points and set four new ones on the headset. The surgeon was able to perform a fiducle registration, but accuracy was off. The surgeon stated that the orientation was reversed; as he touched the right upper corner, it was displaying the bottom right area. Headset, transmitter, scans all looked good. I conferenced (B)(6) (senior engineer) and the surgeon together and still unable to resolve issue.